Event description:
It was reported that motor not running was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or service of the device. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case left corner was forced open and not fully closed and the bottom case cracked at the battery bay. The event history log showed motor not running error in the history. During the functional testing using the occlusion test, the motor not running was verified. The root cause was due to customer's impact to the device which knocked the main board out of alignment with extrusion slot. Realigned main board into extrusion slot, performed power up process, preventative maintenance, occlusion test, and all functional tests which passed.